Event description:
Approximately five months post index procedure , the patient died at home. The cause of death is unknown. The patient had a target lesion in the proximal left anterior descending branch. The lesion was de novo, eccentric and moderately calcified with a lesion length of 10/15mm. In 2005, the lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 16 atms. The patient's medications included the following: ticlopidine and clopidogrel post procedure for 6 months and aspirin, statins and anti-anginal as permanent treatment.

Manufacturer narrative:
Please note: this ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.